Event description:
It was reported that the balloon on the iab unwrapped during insertion, making it impossible to fully advance the catheter. Because of this, the iab was removed and replaced. There were no pt complications.